Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an approximate implant duration of 9 years due to calcification, stenosis, and regurgitation. The patient presented with fatigue and peripheral edema. A 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.